Manufacturer narrative:
Follow-up submitted as further investigation determined the skoocher was inoperable due to a damaged skoocher weldment and skoocher motor and there was no malfunction with the fowler as previously reported. The skoocher not moving electronically will result in caregiver annoyance; however, the patient can still be positioned at the end of the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the ball screw weldment was damaged and may have caused the fowler to be stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the ball screw weldment was damaged and may have caused the fowler to be stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.